Event description:
This is being filed to report a pericardial effusion, which required intervention. It was reported that a patient was presented with grade 4 degenerative mitral regurgitation (mr) and a floppy septum. During a mitraclip procedure, it was noted that due to the floppy septum there were difficulties keeping contact on the septum during the transseptal puncture. The procedure continued and at the end of implantation of an ntw, a pericardial effusion was observed. Pericardiocentesis was performed and 800 ml of fluid was collected post-operation. In the physician's opinion, the transseptal puncture could have caused the pericardial effusion, but this cannot be confirmed. The mr was reduced to grade <1. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion (therapy/non-surgical treatment, additional) appears to be due to procedural circumstances (difficult transseptal puncture, floppy atrial septum). The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.